Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 814:04 failure code two (2) times. This failure code occurred during infusion and interrupted delivery. There was no patient injury, patient involvement, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation, and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary service event opened during investigation of (B)(4). The cause of the event is unknown. The device was returned unrepaired at the customer's request. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.